Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the inpen was not injecting the total amount of insulin which was dialed to inpen. Customer stated that they dial the dose of insulin into the inpen and after they injects it and pulls the needle out there was still unit of insulin. Customer stated that because it was not dosing the full amount they were having higher blood glucose level than normal. No harm requiring medical intervention was reported. The device will be returned for analysis.